Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-03257. It was reported that aspiration was lost. The chronic total occlusion was old, well organized thrombus located in the ostium of the right superficial femoral artery (sfa) extending through the distal popliteal, a small amount of collateral branches were noted. The thrombosis was in an existing non-bsc stent approximately 300mm in length. A 2.4mm jetstream® xc atherectomy catheter was selected for the atherectomy procedure. A 0.014, 7mm non-bsc filter was placed through a 150cm 0.035 non-bsc crossing catheter and positioned distal to the clotted stent. The jetstream catheter was advanced over the 0.014 non-bsc filter wire and placed just proximal to the proximal end of the stent. One pass blades down was performed and then the physician rexxed the device back and went to blades up. Initially aspiration was good. However, about a quarter of the way down the stent, it was noticed that aspiration had slowed dramatically and quickly stopped. The device was removed from the body and reprimed. The device was then reinserted and placed in blades up mode and quickly lost aspiration again. A second 2.4mm jetstream® xc atherectomy catheter was advanced over the wire and placed proximal to the proximal end of the stent. It was placed in blades up mode and aspiration was good until about halfway through the stent when aspiration slowed and quickly stopped. The device was removed and reprimed, placed back over the wire and advanced just proximal to the mid portion of the stent. The device was placed in blades up mode and again quickly lost aspiration. The device was removed and an infusion catheter was placed through the thrombosed area and tissue plasminogen activator (tpa) drip was administered overnight. The patient was in stable condition post procedure. It was noted that the patient had flow upon return to the lab the following morning. The procedure was completed with angioplasty throughout the stent with a satisfactory result.